Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius post market surveillance that the patient presented to the clinic on (B)(6) 2022 with symptoms of abdominal pain, cloudy peritoneal effluent fluid. Cultures were drawn and results came back positive for peritonitis. The pdrn stated that the patient was prescribed vancomycin, however the route, dose, and duration of the antibiotics were unknown. Despite the leak event on (B)(6) 2022, the pdrn stated that the cause of the peritonitis was unknown.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis (characterized by abdominal pain), which required antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Despite the serious adverse events, the pdrn reported the patient continued to utilize the same liberty select cycler. It is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. There is no allegation indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the heater bag leak during treatment and a lack of information (e.g., definitive causality, treatment data, organism), the liberty select cycler and liberty cycler set cannot be excluded from having a possible contributory role in the serious adverse events. Should additional information become available, the file will be reassessed and the need for a revised clinical investigation will be evaluated.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius post market surveillance that the patient presented to the clinic on (B)(6) 2022 with symptoms of abdominal pain, cloudy peritoneal effluent fluid. Cultures were drawn and results came back positive for peritonitis. The pdrn stated that the patient was prescribed vancomycin, however the route, dose, and duration of the antibiotics were unknown. Despite the leak event on (B)(6) 2022, the pdrn stated that the cause of the peritonitis was unknown.